Manufacturer narrative:
The concerto implant coil was returned for evaluation without the pushwire and introducer sheath and the coil was already detached from the pushwire; therefore, any contributing factors from the pushwire could not be assessed. The implant coil was found to be damaged and stretched with the polypropylene filament intact. The detachment stick was found to be broken proximal to the weld, with the segment containing the detachment ball missing. Although the cause for the pre-mature detachment could not be determined with the information provided; the implant coil likely detached due to a break in the detachment stick proximal to the weld. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information that device was deployed in the tuohy [hemostasis valve y-connector] and detached in the tuohy. It was reported that the plastic sheath was not seated correctly in the tuohy. Another device was used without any further consequences. The patient has recovered. No patient injury reported as a result of the procedure.